Event description:
It was reported that the patient was experiencing pain and redness at the ipg site where hematoma and impaired healing were noted. The physician believed that the hematoma was not device related. The patient was sent to the emergency room and was placed on antibiotics and was doing well.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.